Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient incorrectly inserted the cannula on (B)(6) 2025. The blood glucose level was 400 mg/dl and the patient was treated with correction bolus. The insertion site was abdomen. No further information available

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.